Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia and received motor error alarm during rewind. Blood glucose values was 24 mmol/l. Troubleshooting was not performed. No further complications were reported. The customer will continue to use of the device. The device will not be returned for analysis.